Event description:
During routine performance of a spinal anesthetic for c-section, the needle separated at the hub leaving only the metal part of the needle in the pt. An introducer had been used and the pt was thin so it was easy to retrieve the separated needle and reinsert a new needle. However, in a large pt, the separated needle could have been lost to retrieval under the skin and so, requiring a minor surgical procedure to remove it.